Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The harmonic ace instrument was analyzed and found to have a blade bent at the base. The blade was misaligned by 0.0515" with respect to the teflon pad. Components adjacent to this bent blade showed damage. Teflon pad found to be damaged at the tip. Additional unrelated findings not reported by site: the instrument was found to have teflon pad damage. The teflon pad was torn at the distal end of the pad. A piece measuring 0.021" x 0.052" was found to be missing and not returned. The probable root cause of the teflon pad damage is attributed to use conditions. Damage is caused by heat generation when activating the harmonic ace blade with little to no tissue between the pad and the blade itself. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the harmonic ace instrument could not match. The procedure was completed with no patient harm.